Manufacturer narrative:
(B)(4)

Event description:
It was reported via a field service report the pump shut off at the hospital while in use. The pump was plugged back in. No harm to the patient. The field service engineer (fse) ran a battery load test which showed a battery voltage drop. The fse replaced the battery.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "pump turned off on battery power" is unable to be confirmed. The potential cause of the reported complaint was the battery was not fully charged. The root cause of the reported battery failure is undetermined. Battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported via a field service report the pump shut off at the hospital while in use. The pump was plugged back in. No harm to the patient. The field service engineer (fse) ran a battery load test which showed a battery voltage drop. The fse replaced the battery.